Event description:
Intera oncology discussed triage approach for pump assessment on (B)(6) 2026. The site no longer has hai surgical oncology coverage. Intera oncology discussed contingency planning if a dry pump is confirmed. The clinic attempted to access pump. The pump was dry on access. Unable to inject 5 ml of saline into pump to confirm needle placement. The pump could not be refilled. On (B)(6) 2026, intera oncology was informed that there are no plans for now: given length of dry pump and unable to access, as well as inability with current staff (as physicians have left the business) to attempt to flush bolus pathway, they are not pursuing additional pump troubleshooting at this time. The patient additionally has extrahepatic disease on recent imaging.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Intera 3000 hepatic artery infusion pump instruction for use (IFU) states the following: "the patient must return on established refill times to prevent the pump from running dry as this can lead to thrombus formation at the catheter tip." Therefore, the patient needs to attend their scheduled refills to prevent the pump running dry. Therefore, the cause is traced to use error.